Manufacturer narrative:
4/16/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon used another instrument ot complete the procedure. The hospital has reported no patient injury occurred.